Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, coagulase negative staphylococci (1cfu/endoscope) was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. In the evaluation of ofr the following was confirmed; -bending section rubber adhesive worn out -angulations are out of specification -ud knob angulation lock is defective omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on (B)(6) 2021, following microbes were detected from the sample collected from the subject device. Distal end: pseudomonas aeruginosa (15cfu). Channel: enterobacteria (2cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.